Manufacturer narrative:
(B)(4). Information pertaining: proximal humerus plate, 5 hole right / model #: mds130105r / lot#: bdi6asf / catalog #: mds130105r / (B)(4). Cortical screw, ø3.5 x 28mm / model: mds1102x28 / lot#: bdjn2vt / catalog #: mds1102x28 / (B)(4). Cortical screw, ø3.5 x 30mm / model: mds1102x30 / lot#: bdjn2vw / catalog #: mds1102x30 / (B)(4). Locking cap, 3.5t / model: mds110301l / lot#: bdi5ask / catalog #: mds110301l / (B)(4). Multiuse screw, ø3.5 x 30mm / model: mds1102m30 / lot#: bdjn7sl / catalog #: mds1102m30 / (B)(4). Multiuse screw, ø3.5 x 33mm / model: mds1102m33 / lot#: bdi4sax / catalog #: mds1102m33 / (B)(4). Multiuse screw, ø3.5 x 36mm / model: mds1102m36 / lot#: bdjn7sm / catalog #: mds1102m36 / (B)(4). Multiuse screw, ø3.5 x 39mm / model: mds1102m39 / lot#: bdjn7sn / catalog #: mds1102m39 / (B)(4). Information pertaining: the device manufacture date applies to all the items. Investigation: devices associated with this MDR were not returned; therefore, any type of inspection is not possible. However, an evaluation of the device history record was conducted. It revealed that there were no non-conformance reports generated for any of the parts implanted as part of the proximal humerus plating system. No issues during manufacturing were encountered that could have contributed to the event described in this MDR.

Event description:
It has been reported that a (B)(4) solutions proximal humerus plating system implanted on (B)(6) 2015 required revision surgery. Before implantation with the (B)(4) solution (mds) plating system, a different surgeon attempted an orif procedure with no success. The mds plating system was not involved in this failed attempt. The second time an orif procedure was attempted, the (B)(4) solution plating system was used for the first time in this patient, who presented with metaphyseal bone loss and post-operative wound drainage from the previous orif attempt. Cancellous bone grafts were used and the mds plating system implantation was completed successfully. Removal of the implants was scheduled due to nonunion of the fracture fragments on (B)(6) 2016 and was successfully completed. No issues were encountered during the removal procedure and the plates, screws, and locking caps were all found to be in good condition. No evidence of breaks or cracks was present in any of the implanted devices. According to a statement from the operating surgeon, the patient was active and because of the nonunion of the fracture fragments, the plate was bearing all the load. Despite of this, the plate did not break or show signs of deformity. The operating surgeon stated that the devices implanted performed as expected and the nonunion was due to poor bone stock of the patient and limited blood supply.